Event description:
During implant procedure, the helix of the right ventricular (rv) lead was bent out of the packaging. Subsequently, the helix of the rv lead was not able to be extended. The rv lead was not implanted and a new rv lead was successfully implanted. The patient was stable with no consequences.

Manufacturer narrative:
The reported events of helix mechanism issue and helix bent were confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead found the helix was bent consistent with procedural damage and was clogged with blood/tissue. Unable to perform helix mechanism/extension length test due to the damaged helix. The cause of the reported events was isolated to the helix clogged with blood/tissue and damaged helix consistent with procedural damage.